Event description:
The customer contact reported, a delay in critical therapy. On an unspecified date, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. It was reported that after an unspecified length of time in use while operating on battery power, the pump powered off during pt transport. The customer contact reported, that the pt's blood pressure "dropped significantly". The pt was treated with a bolus of an unspecified medication to "maintain the pt's blood pressure." There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The pump was not isolated or identified by serial number, therefore, it will not be returned for investigation.